Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site. The fse found a leak from the white blood cell (wbc) apertures. He observed that the wbc bath was slightly loose and was not seated correctly on the aperture housing o-rings. The fse properly seated and secured the wbc bath on the aperture housing o-rings resolving the leak. He also found that the red blood cell (rbc) diluent dispenser had failed causing the startup failure for most of the parameters. The fse replaced the faulty rbc diluent dispenser and the instrument ran without leaks or errors and all repairs were verified per established procedure. (B)(4).

Event description:
The customer reported a fluid leak of approximately 2 ml from a coulter lh 750 hematology analyzer. The leak was contained within the instrument. The customer was performing startup when the leak was observed, and the customer stated that most parameters had failed startup at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, gloves and glasses at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls.